Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 400 mg/dl in the morning and then 70 mg/dl after school. Caller reported that blood glucose fluctuation may be due to healthcare professional changing setting at every visit. Troubleshooting could not be performed due to customer not being available with insulin pump. Attempts were made to contact caller regarding high blood glucose.